Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 530:320:658:0000 was confirmed during product evaluation. The root cause of this condition was assigned to a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Event description:
The facility reported a colleague infusion pump with the reported condition of failure code 530:320:658:0000. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.